Event description:
It was reported the patient received the following results within 15 minutes: 20 mg/dl (user´s meter) and 350 mg/dl (professional´s meter). The patient was taken to the hospital where she received treatment to lower the blood glucose level, and was released on the same day.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.